Manufacturer narrative:
Returned device was received in decent physical condition. The device had three damaged knobs with missing knob caps. Evidenceinlog. During the evaluation of the device, the initial complaint was able to be duplicated. It was found that the alarm reed was faulty and this resulted in low flow volume. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical ventilator has no audible alarm. No patient involvement as incident occured during a pre-use test.